Event description:
Unomedical reference number (B)(4). Event occurred in australia on (B)(6) 2023, it was reported that the patient inserted the infusion set on (B)(6) 2023 and it came apart on (B)(6) 2023 at the site connector while he was sleeping. The site location was patient's tummy. The infusion had been used for three days. Reportedly, the patient was unsure whether there was stress or pull on the tubing. Further, the pump was not dropped with the set connected to patient's body. In the morning ((B)(6) 2023), his blood glucose level was 11 mmol/l. No further information was available.